Manufacturer narrative:
Product ID#: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. Blood was observed on the delivery system (not obstructed). The analyst noted the full delivery system was returned with the device intact in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys/expiration date: 28-jul-2020/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 15-may-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 05-mar-2019, labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the pericardial effusion with the contrast stain patch was observed in the pericardial cavity. The implant procedure was aborted and the device was removed. No further patient complications have been reported as a result of this event.